Event description:
The customer reported that when testing the unit, they got an ECG error.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.